Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8015 data set transfer. Account name: (B)(6) hospital. Account #: (B)(6). Asset name: 8015ls v9.12.1.2 pcu domestic a/b/g r. (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: customer not seeing the data set transferred to device 8015 (s/n (B)(4)). Case resolution: customer needs to correct data set transfer onto 8015 device (s/n (B)(4)). Customer explains, he needed to update the data set to 8015 device. Requested customer to transfer network configuration to 8015 in system maintenance. Explained to customer the process for creating a network configuration package. Customer using system maintenance version 12.1. Transfer of network package was successful. Device not receiving the data set. Customer to check with their pharmacy, to create a report to identify if devices are being seen from the server. Customer to call back, if any further concerns and/or issues. End call. (B)(4).